Event description:
A peritoneal dialysis registered nurse (pdrn) reported via phone that the patient¿s liberty cycler experienced a fluid leak which was discovered during an unknown phase and cycle of dialysis. The pdrn stated the patient reported m31 air detected in cassette warning alarms and a reported leak and the cassette breaking. The pdrn was advised to have the patient call in for troubleshooting for the leak. There was patient involvement but no harm or adverse event associated with the event. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported via phone that the patient¿s liberty cycler experienced a fluid leak which was discovered during an unknown phase and cycle of dialysis. The pdrn stated the patient reported m31 air detected in cassette warning alarms and a reported leak and the cassette breaking. The pdrn was advised to have the patient call in for troubleshooting for the leak. There was patient involvement but no harm or adverse event associated with the event. Upon follow up, the pdrn stated the fluid leak event occurred as soon as treatment was started. The leak was noted as from the pump area. Per pdrn the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and stated the patient was not able to complete peritoneal dialysis treatment following the event and completed treatment using a clinic cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: a2, a3, a4, b5, d4, h4.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported via phone that the patient¿s liberty cycler experienced a fluid leak which was discovered during an unknown phase and cycle of dialysis. The pdrn stated the patient reported m31 air detected in cassette warning alarms and a reported leak and the cassette breaking. The pdrn was advised to have the patient call in for troubleshooting for the leak. There was patient involvement but no harm or adverse event associated with the event. Upon follow up, the pdrn stated the fluid leak event occurred as soon as treatment was started. The leak was noted as from the pump area. Per pdrn the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and stated the patient was not able to complete peritoneal dialysis treatment following the event and completed treatment using a clinic cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer.